Manufacturer narrative:
The complaint device was not returned, therefore unavailable for a physical evaluation. Only the needle tip which got stuck at the distal tip of expressew gun was seen. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. They are intended to be used inside the irrigation fluid. Other than this possibility, a definite root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable. See associated medwatch: 1221934-2017-10567.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable. See associated medwatch: 1221934-2017-10567.

Event description:
The affiliate reported via email during use of the expressew gun, the e111 needle 214141 snapped and a portion of needle has become stuck in distal end of the expressew 11 gun 214040. Broken fragment removed and discarded. Replacement gun and needle used without incident. No ae to patient. No delay to procedure. Additional information received via email from the affiliate on 9-21-2017. Do you know how many passes were made prior to the break? Unknown. When did the breakage occur? Unknown. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No. All available information have been provided. None further is available.